Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a reduction mammoplasty procedure, during the passage of the device through the tissue, the needle and thread broke. There was no patient injury.